Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the pin movement is within the allowable specification of 0.025" when compressed and 0.060" when in relaxed state.

Event description:
It was reported that during the implant attempt, the lead was placed and the physician noticed that the is-1 distal pin was loose and would move in and out of the lead body. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.